Manufacturer narrative:
A ge service representative performed an on site investigation. The display adaptor and image processor were reseated and the 5 volt power supply were adjusted during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that both the monitors on the 9800 system went blank and it sounded like it continued to x-ray. No patient injury was reported.